Event description:
During an unknown procedure, it was reported by the rep. That the surgeon put the device in the duodenum and fired the instrument to create a duodenal stump. The excess tissue was cut off, it was reported that below the staple line there was a hole. The surgeon blamed the stapler. The rep. Observed the surgery, and he could not explain why there was a hole below the suture line. The dr sutured the hole and sutured the staple line to complete the case. The surgery was extended ten minutes. There was no consequence to the pt.